Event description:
It was reported that the lead was removed for infection. The health care provider's office stated patient was doing well and the infection had cleared they were looking for a date to complete a full implant. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient did receive antibiotics. Infection came in the second week of the trial. Do know if she has meningitis (unclear what the manufacturer's representative was stating). Symptoms included: fever, red hot near pocket site. Do not know if a culture was taken and what it was. The doctor pulled the lead and treated the infection with antibiotics.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).